Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Functional testing included inflating the cuff with a syringe and subsequently submerging it under water to detect for any leakage. As a result, a leak was noted to be coming from a small tear in the cuff, confirming the reported customer complaint. The cuff and inflation line assembly operations were reviewed, and no discrepancies were found. Production performs an inflation test on 100 percent of the product, as well as visually inspecting that the cuff has no ragged edges. The problem source has been determined to be user interface.

Manufacturer narrative:
Foreign (report source): (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suctionaid was placed into a patient and the cuff air pressure was measured. However, after two days in use, it was noticed air leaked from the cuff. No adverse patient effects were reported.